Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain and chronic low back pain. It was reported that the patient's managing healthcare provider (hcp) dismissed the patient and "shut the pump off". When the pump ran out of medication, the patient went through severe withdrawal, starting in (B)(6) 2018 the patient was also hearing the pump alarming on (B)(6) 2018. The patient wanted to just have the pump removed and understood it was nearing end of service (eos) as well. The patient was trying to locate a physician to remove his pump. He had tried contacting his previous hcp but had not heard back. There were no further complications reported at this time.